Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she woke up this morning feeling badly; her blood glucose was over 400 mg/dl. The customer's insulin pump had alarmed no delivery. The patient resolved the issue by changing her infusion set and reservoir and resuming insulin pump therapy. The reservoir and infusion set will be returned and replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.